Event description:
It was reported the procise xp plasma wand became clogged during a tonsillectomy which led to a 45 minute surgical delay. The procedure was completed with a new arthrowand. No pt complications were reported as a result of this event.

Manufacturer narrative:
Pt identifier, age, weight and gender were not available.